Manufacturer narrative:
.

Event description:
Per the clinic, the device was explanted on (date not reported), due to an unknown reason. It is unknown if there are plans to reimplant the patient as of the date of this report, may 27, 2016.